Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two silicone foley catheter balloon were popped. Per follow up received via email on (B)(6) 2021, customer stated that the balloon was not inflated prior to insertion on any of the foley catheters and the incident happened at the time of insertion when the nurse injected 10cc of fluid into the balloon. The nurse discarded both failed foleys as they were inside the patient at the time of failure.

Manufacturer narrative:
The reported event was inconclusive since the original sample was not returned. Visual evaluation of the returned sample noted two unopened (with original packaging), lubri-sil foley catheter tray . Visual inspection of the sample noted no obvious visible defects. Investigation is inconclusive due to the original sample not returned. A potential root cause for this failure mode could be ¿ balloon damage (balloon deflates, balloon burst, balloon pinholes)¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the original sample was not returned.

Event description:
It was reported that two silicone foley catheter balloon were popped. Per follow-up information received via email on 02oct2021, it was stated that the customer did not inflate any of the foley catheter balloon prior to the insertion and also stated that the incident happened at the time of insertion when the nurse injected 10cc of fluid into the balloon. The nurse discarded both failed foley's as they were inside the patient at the time of failure. Per additional information received via email on 24nov2021, stated that both the catheters were inserted into the patient and the bulb burst when they inflated. They were not in use, as they had just come from the package and had not been indwelling for any period of time.